Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the insulin gauge was inaccurate. Customer declined to continue troubleshooting or provide any further information to tandem technical support. Blood glucose was unaffected.